Manufacturer narrative:
Exact date unknown, event occurred in approximately 2018. 2018 additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20925946.

Event description:
It was reported that the patients scs was not helping with the pain. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.